Manufacturer narrative:
The axium implant coil was returned within the introducer sheath. The axium implant coil pushwire was found to be bent at ~96.4cm, 104.3cm, and broken at ~135.8cm from proximal end. The axium implant coil assembly was found to be missing and not returned. The axium implant coil tip od (outer diameter) was unable to be measured due to its damaged condition. The ID (inner diameter) of the introducer sheath was measured to be 0.0175in which was found to be within specification. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed as the axium implant coil was returned without the introducer sheath. The root cause was unable to be determined. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the coil did not pass the microcatheter sheath. The devices were prepared as indicated in the IFU. Ancillary device: sl-10 microcatheter. Additional information received reported that the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.